Event description:
A clinical diabetes educator reported that a pt had diabetic ketoacidosis while using a fasttake meter. On the event date, pt's blood glucose was 104mg/dl at 20:01. At 22:04, pt went into coma and was transferred to a hosp where pt was admitted with diabetic ketoacidosis. Ft meter memory show pt's blood glucose was 592mg/dl at 20:12 and hi at 20:22. No info has been provided on kind of food eaten or on how much insulin pt took on the day of the event. Pt recovered consciousness, but still at hosp at time of report. After the event, a psychologist has reportedly met with the family to 'help them realize that patient had been manipulating blood glucose results'. No further information has been reported.